Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max ace reperfusion catheter is fractured approximately 1.5 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was found fractured before the catheter was used. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter, approximately 1.5 cm from the hub underneath the strain relief. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the radiology assistant noticed that the 5max ace reperfusion catheter was broken in the proximal shaft close to the hub. The device was not inserted into the patient and another 5max ace reperfusion catheter was used to finish the procedure.